Event description:
A clinic staff member contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on behalf of a patient on (B)(6) 2013. The patient claimed that cgm readings were higher than blood glucose meter and reported the following discrepancy: cgm reading at 200 mg/dl and blood glucose meter at 101 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.